Event description:
Allegedly, patient underwent bilateral tkr on (B)(6) 2020. On (B)(6) 2021 washout was performed on left knee due to infection. Insert replaced at the same time, same size used. (B)(6).